Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including facility, surgeon's information, or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that patient underwent a surgical procedure that utilized paragon 28 jaws nitinol staple system on (B)(6) 2018. The drill guide that was used was reported stuck on the drill and pulled out of the drill guide. It was reported that plastic debris fell into the surgical site and stuck to the drill.